Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation and was unable to duplicate the reported problem. The laser light and the x-ray functions were checked. The system operates as intended.

Event description:
The customer reported a laser light function failure and a generator error message on the 8800 system. No pt injury was reported.